Manufacturer narrative:
Consumer admits to sleeping while using the heating pad/controller which is a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges using heating pad/controller then fell asleep and awoke to a burn on her breast. There was not a report of property damage with this incident.